Event description:
It was reported that during tibia burring, error code e6 appeared multiple times in rpm display. Per each instance, a minute was given to the anspach drill to cool and began to bur until next e6 error appeared. Surgeon reported drill/handpiece felt warm. After 6 stop and go events, the error code e2 appeared. It was not possible to re-gain control of drill. Once case was finished, the anspach drill was taken and examined. After reboot, the anspach drill test was performed which did not activate drill and error code e2 reappeared. Another drill and handpiece were taken out of pfs tray to perform same drill test. Everything worked fine.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and returned for evaluation. It was reported that the drill would not function in cut mode. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. Visual inspection and functional evaluation (from the initial investigation) were performed on the returned device. A drill test was run. The drill was not spinning at all and persistently displayed an e2 error. A bur was inserted into the drill and spun manually with ease. This indicates that the lock mechanism and motor shaft are most likely intact. However, since the drill continued to throw an e2 error it is believed to be an electrical issue that is preventing the motor from spinning. This cannot be confirmed in-house as the part is manufactured by an outside source. The reported problem was confirmed. The root cause after investigation was established to be supplier / raw material fault.